Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: (B)(6) 2021. Investigation summary: one photo and one physical sample was provided to our quality team for investigation. Through visual inspection of the product, no damage, molding defects, or assembly issues were observed on the syringe or any of the syringe components. A device history review was performed for the reported lot 2010034, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the sample evaluation and our quality team's investigation, no defects were identified therefore, we cannot determine a root cause at this time.

Event description:
It was reported that the bd plastipak¿ 20ml syringe luer-lok¿ experienced incorrect positioning of the plunger rod. The following information was provided by the initial reporter: the syringe has its piston out of alignment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 20ml syringe luer-lok¿ experienced incorrect positioning of the plunger rod. The following information was provided by the initial reporter: the syringe has its piston out of alignment.